Event description:
Info received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician isolated the issue to the utv circuit board not functioning. He replaced the utv circuit board to repair the bed.